Event description:
A surgeon from biomet chile was on site for a plant tour and reported a fracture of an e-poly liner to a biomet research scientist. No other information was given. Multiple follow-up attempts to obtain additional information have been made, however, no further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. No product identification was provided. Multiple attempts have been made to obtain product identification and event information. No further information has been received to date.